Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The cause for the reported pericardial effusion remains unk. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.

Event description:
It was reported that while advancing the brk transeptal needle, the physician noticed the nurse had given him a 98cm needle rather than a 71 cm needle. The needle was removed from the pt and a new 71cm brk needle was used to perform the transeptal puncture. Approximately 2 hours into the procedure, the pt's blood pressure dropped and an echocardiogram revealed a pericardial effusion. Protamine was given which resolved the bleeding and a pericardiocentesis was performed. The pt was transferred to the intensive care unit in stable condition. The physician speculated the use of the incorrect needle size was the cause for the effusion.